Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Unk. What was the procedure date? Unk. What was being done when the needle pulled-off? (In the package/ removal from package / during passage through tissue?) Not specified. Only indicated not putting any force on it. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the needle detached from the suture without significant force. No adverse patient consequences were reported. Additional information was requested.